Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 180 mg/dl to 177 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.